Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The distal end of the threaded stem inserter broke off inside the corail implant when the surgeon was trying to explant the stem.

Manufacturer narrative:
Examination of the returned devices confirmed the complaint; the tip of the threaded internal inserter broke off. The root cause is attributed to misuse. The instrument was evaluated at a commercialized product development meeting. The root cause of the distal end of inserter breaking off is misuse by not using outer guard. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.